Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the display was not cloudy. The pump was opened and there was evidence of moisture on the main printed circuit board. A battery compartment leak was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.